Event description:
A 9f introducer was being used to place a port-a-catheter in a pt. It was being placed in the subclavian area for ease of access for the pt for fluids, medications, etc. The introducer broke into pieces when pulled back. The broken piece was retrieved in the subcutaneous tissue, resolving all issues with the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.